Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 22:40:59. During night drain cycle 14, the patient's ultrafiltration reading was 977ml, indicating the home patient (hp) drained 677ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device?s therapy log revealed the user had an ultrafiltration (uf) volume of 977 ml during the therapy initiated on (B)(6) 2012 at 22:40:59, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed that night cycle 14 received a partial fill. The night cycle 14 drain was completed on (B)(6) 2012 at 09:01:26, and the user?s actual drain volume during cycle 14 was 1401 ml. The actual drain volume of 1401 ml is 140.1% of the largest prescribed fill volume (lpfv) of 1000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.